Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event is likely due to wear and tear damage with customer mishandling and with increasing usage over time. However, the root cause of the reported event is unable to be determined olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted for correction to device receipt date. Please see update to d9.

Manufacturer narrative:
This report is being submitted for additional information, provided by the customer. Please see updates to: b3. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
The device was returned and customer allegation could not be confirmed. No leakage from the channel was noted. There were few additional findings. Due to a cut on switch and pinhole on bending section cover, water tightness was lost. Forceps channel port was dirty. Connecting tube had a buckling. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Ultrasonic probe was loose. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, leakage at the screw thread of the auxiliary channel was noted. The gastrovideoscope was returned to olympus for maintenance and an evaluation at the repair center revealed a gap of adhesive on the distal end, between the acoustic lens and ultrasound probe. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.